Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the lead appeared damage at implant and the lead was stretched.

Event description:
It was reported that during implant, the atrial lead dislodged and was unable to be repositioned. The lead was removed and not replaced. No patient complications have been reported as a result of this event.